Event description:
Add'l info rec'd from distributor 8/14/2003: the evaluation by the MFR confirmed a loose strain relief of the spiral cable and cable plug. The device will be repaired with compliance to product specifications prior to release to the market. A corrective action is not required.

Event description:
The pt's k3 knee continuous passive motion device flexed to maximum setting while using the device. The report indicates the device was set at 20 degrees and flexed to maximum (beyond 85 degrees). The pt stitches needed to be replaced after the reported incident opened the incision from the previous knee surgery. The pt recovered and no additional medical treatment is required.